Event description:
Additional information received indicates that effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient was not getting adequate coverage due to lead migration. As such, the patient underwent a surgical intervention on (B)(6) 2020 wherein the patient¿s leads were explanted and replaced with new leads to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report#: 1627487-2019-11530. 1627487-2019-11532. It was reported that the patient underwent a fluoroscopy exam and it was discovered that the patient¿s leads have migrated. As a result, surgical intervention may take place to address this issue.